Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo 12.6, -13.5/1.0/095 (sphere/cylinder/axis), implantable collamer lens from the patient's right eye (od) on (B)(6) 2022 due to low vault . A longer length lens was implanted on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).